Event description:
It was reported that prior to the procedure, the device was opened and the sterility was compromised. No patient involvement.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.